Event description:
Terumo medical received an FDA medwatch report # mw5185118. The medwatch event description stated that: "it was reported that the guidewire was unable to cross the stenosis. The patient presented as asymptomatic. The vessel was noted to be moderately to severely calcified and mildly tortuous, with a stenosis greater than 90%. An enroute 0.014 guidewire was selected for a left transcarotid revascularization (tcar) procedure. During the transcarotid procedure, the physician encountered difficulty crossing the stenosis with the enroute .014 guidewire. After unsuccessful attempts with both the enroute wire and a non-boston scientific .035 wire, a non-bsc .014 wire was used and successfully passed the stenosis into the ica. However, the physician noted abnormal wire movement, prompting an angiogram that revealed a dissection in the left ica. A non-bsc .014 catheter was introduced to aid in accessing the true lumen, but this was unsuccessful. The physician then converted to carotid endarterectomy (cea), leaving the arterial sheath in place. Following the cea, a second angiogram confirmed the dissection remained proximal to the patch. Using the retained arterial sheath, the physician placed a stent to cover the dissection, and flow restored with no dissection. The procedure was completed, and the patient awoke neurologically intact. It was further reported that the patient's anatomy was considered challenging because the lesion was extremely tight and difficult to cross. No other procedural factors were identified as contributing to the reported event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."